Manufacturer narrative:
After implantation of the device a post-op x-ray revealed that the x-ray markers were missing. The device was removed and another cervical interbody fusion device was implanted. The DHR was reviewed and the parts that were inspected had markers. All of the devices that were still in inventory were checked and all had x-ray markers. The contract manufacturer was notified.

Event description:
After device was implanted post-op x-rays were taken and it was noticed that there were no markers in the cage.